Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that x-ray of the lead revealed externalized cables. There was noise present on the corresponding egm channels. The lead was explanted and replaced.